Event description:
It was reported that during preparation for a procedure, a versacross connect dilator was selected for use. However, it was observed that the tip of the dilator was damaged. It was noticed before placing the sheath and dilator on the versascross wire. Unsure when the damage occurred, the outside of dilator was jagged. The physician decided to replace the device, and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.